Event description:
Additional information was received indicating that the patient was seen on (B)(6) 2013. The patient reported that he no longer felt magnet stimulation. The patient had also experienced 3 seizures in the last two months which was an increase in seizures (below his pre-vns baseline). Diagnostics were run, and high impedance was returned. No x-rays were taken, and the patient was referred for revision. No other information was available.

Event description:
On (B)(6) 2013, it was reported this vns patient had high impedance and was referred for revision surgery. Clinic notes dated (B)(6) 2013 stated that high impedance was seen and that lead revision was needed. The patient's seizures had never been completely controlled. The patient was reportedly swiping his magnet morn and night. The patient's last seizure was once week prior and did not respond to the magnet. The patient could not feel the vns go off with or without the magnet. High impedance was first seen on 01/18/2012. Previous diagnostics were from (B)(6) 2012 and indicated normal impedance. It was later reported that the patient's magnet was not working to abort seizures. The patient had two episodes that morning and obtained a mouth injury in the process. The patient suggested he might need to go to the ER, but the physician was uncertain about the events. The patient underwent full revisions on (B)(6) 2103. The explanted products were discarded. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Previously submitted MDR omitted conclusion to indicate that the device was discarded.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution.